Event description:
Customer reported that the alarm has power, but no alarm tone when pressure is off the pad. Also no alarm tone when the sensor is detached from the alarm. The unit was tested with new batteries and sensors. There was no pt incident or injury.

Manufacturer narrative:
Evaluation, results: evaluation of the returned product revealed that the unit powers up, but does not sound when weight is off the sensor pad. There was no physical damage observed. (B)(4).